Manufacturer narrative:
(B)(6) this report is for one (1) broken 4.5mm cortex screw. Without a valid part and lot number, the UDI is not available. Initial implant date is unknown. Not fully explanted, partial device remained in patient. Device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. Unknown, as specific part and lot numbers for cortex screw is not provided. W/o a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially had surgery on an unknown date for the implantation of a 4.5mm locking compression plate (lcp) 10-hole condylar plate and 5 distal screws. On an unknown date a patient underwent a revision surgery due to a broken 4.5mm cortex screw. It was reported that a portion of the screw was left embedded in the patient and the surgeon chose to add a locking screw at that time. Concomitant device reported as: 4.5mm lcp 10-hole condylar plate (part #unknown, lot #unknown, quantity 1). The intraoperative screw breakage during the planned hardware removal surgery performed on (B)(6) 2016 is captured under linked complaint (B)(4). This report is for one unknown 4.5mm cortex screw, which broke postoperatively. This is report 1 of 1 for (B)(4).